Event description:
It has been reported to philips that no exposure was possible. No harm has been reported. The system was in clinical use and it is unknown if the procedure was completed. Philips has started an investigation of this complaint. The available information suggests that there is a remote probability that this malfunction can lead to death or serious injury if the reported issue were to recur. Therefore, philips assessed this complaint as reportable.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system can be started, but the exposure was not possible as it was ready. The issue was due to the frontal image processing pc (ippc) which did not boot up. The fse examined the system logs and found that the front image processing pc didn't start. The fse performed a fluoroscopic and photography test, and the results were positive as there was no issue with the device. As a part of repair activity, the fse replaced the target device on the front side but the issue got shifted to the side image processing pc. The fse then replaced the side image processing pc and carried out operation test, fluoroscopy/ photography test and the image transfer test. After the replacement, the device was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.